Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable tpuc3 total protein urine/csf gen.3 results for one patient urine sample from the cobas 8000 cobas c 502 module. The initial result was 0.494 g/l with an error message. The automatic repeat test with a 1:3 dilution had a result of 6.947 g/l with an error message. The customer performed a 1:5 dilution and the result was 0.067 g/l. This result was auto-validated. The doctor questioned the result and asked for repeat testing. The sample was retested on another c502 module and the initial result was 0.566 g/l with an error message. The automatic repeat test with a 1:3 dilution had a result of 7.329 g/l with an error message. The customer performed a 1:5 dilution and the result was 10.197 g/l which was flagged as greater than the measuring range of the assay. The customer then performed a 1:10 dilution and the result was 9.644 g/l. There was no allegation of an adverse event. The reagent lot number was 340974. The expiration date was requested but was not provided. The analyzer alarm trace showed some abnormal sample aspiration (clot) alarms.